Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Device evaluation was completed by animas on (B)(4) 2015. Investigation results were received by dexcom on (B)(6) 2015. Additional information from animas was received on (B)(6)2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a discharged transmitter battery. In addition, the complaint transmitter device was returned to dexcom for evaluation on (B)(6) 2015. Device evaluation was completed by dexcom on (B)(6) 2015. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an out of range signal. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).